Event description:
The rptr stated that they did meter to hcp meter comparison tests. Rptr reading was 78 mg/dl, and the hcp meter (type unknown) had a result of 168 mg/dl. Rptr did not have any symptoms. No harm was alleged. Specific details were not given regarding timing or testing methods. Follow-up attempts to contact the rptr have not been successful. (Repotor's address is a residential hospital facility; the hcp there was given the lifescan number to call if further assistance is needed.